Event description:
It was reported that the patient noticed a blister and a blood from the pocket site while charging. The patient applied a triple antibiotic cream on the blister. Additional information was received that the patient had no more blisters.

Event description:
It was reported that the patient noticed a blister and a blood from the pocket site while charging. The patient applied a triple antibiotic cream on the blister.